Event description:
During an in-clinic follow-up, the device was found in backup (bvvi) mode resulting in high voltage therapy being disabled. The suspected cause of the event was due to electro-magnetic interference (emi). Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.